Manufacturer narrative:
(B)(4). Batch #: m54986; manufactured date: 06/27/2015; product exp. Date: 05/27/2020. Batch #: m5465l; manufactured date: 06/19/2015; product exp. Date: 05/19/2020. Batch #: m54c75; manufactured date: 07/02/2015; product exp. Date: 06/02/2020. Batch #: m54726; manufactured date: 06/23/2015; product exp. Date: 05/23/2020. The analysis results confirmed that the lt300 cartridge was received sterile and in good visual condition. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Event described could not be confirmed as no device was return for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips don't merge the tissue, only cut it. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient reported.